Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 at 9 a.m..the patient was admitted to hospital with ketoacidosis. The insulin pump was still alarming, advising that the insulin cartridge was empty. No insulin had been administered since .3 pm. On (B)(6) 2017 . The patient's blood glucose (bg) was 19.0 and ketones were 2.2 (large). The pump was removed and patient was given an insulin infusion; the bg went to 11.0. Patient was then put back on the insulin pump under doctor's supervision. No further issues reported after patient's release from hospital. This complaint is being reported as customer support attributed the bg excursion to the use error of not addressing the alarm in a timely manner.